Event description:
The customer observed contamination with visible particulate in the r1 cartridge of the clinical chemistry urea nitrogen reagent, lot 97642un11. The customer retested ten patient samples from different days of the prior week and observed no statistical variation in patient results between the two urea nitrogen lots, therefore, there was no impact to patient management. The customer was sent replacement reagents.

Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the (B)(6) or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.